Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is likely that control section had leakage during user handling, allowing water to invade the device. This caused an abnormality in the angulation system. However, definitive root cause of the event could not be determined. The event can be detected and prevented in accordance with the following IFU. Inspection of the bending mechanisms. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a stiff bending section. There were no reports of patient involvement.